Event description:
Swelling in right knee [swelling of r knee]. Pain in the right knee [pain in knee]. Removed fluid from the knee [knee effusion]. Case narrative: this case is cross referenced with case ID: (B)(6) (same patient). Initial information received from united states on 25-jun-2018 regarding an unsolicited valid non-serious case received from patient. This case involves a (B)(6) year old male patient who experienced swelling in right knee, pain in the right knee and removed fluid from the knee after using medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment(s) included synvisc one. The past medical history, vaccination(s) and family history were not provided. On an unknown date in 2018 ((B)(6)), the patient started using intra-articular hylan g-f 20, sodium hyaluronate injection dosage unknown (lot - unknown) for unknown indication. On an unknown date in 2018, after unknown latency, the patient developed an event of a non-serious swelling in right knee, pain in the right knee and removed fluid from the knee after unknown latency of starting use of hylan g-f 20 and sodium hyaluronate. Patient was still having some swelling and pain in the right knee, so he went back to his doctor and was given a cortisone injection. Patient had questions about the site of the injection because the 1st doctor did it in the top of the knee cap and the other one did it in the bottom of the knee cap. It was reported that "according to the pamphlet, the bottom of the knee cap was the suggested injection area". Final diagnosis was swelling in right knee, pain in the right knee and removed fluid from the knee. Corrective treatment: cortisone injection for swelling in right knee, pain in the right knee. Outcome: unknown for all events. Seriousness criteria: intervention required for swelling in right knee, pain in the right knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4), product technical complaint (ptc) was initiated on 25-jun-2018 for product. Batch number; unknown. The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 03-jul-2018 . The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 03-jul-2018. Global ptc number and results were added.